Event description:
It was reported that the user experienced severe hyperglycemia when they ran out of insulin while away from home and were unable to replace the ilet cartridge for several hours, with glucose reportedly reaching 309 mg/dl; after the cartridge was replaced, glucose returned to target. Symptoms included hyperglycemia, and no additional clinical signs were reported. Outcomes included a missed dose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the user interface, consistent with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.